Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, noise leading to oversensing, r wave amplitude variation, and intermittent loss of capture were observed on the right ventricular (rv) lead. No intervention was performed; the patient was stable and will continue to be monitored.

Manufacturer narrative:
Additional information: the results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the right ventricular (rv) lead was explanted and replaced. The patient was stable and there were no adverse consequences.

Manufacturer narrative:
Additional information: the reported events of intermittent loss of capture, right ventricular (rv) oversensing episodes, and decreased rv sensing were not confirmed. Visual and x-ray inspection of the lead did not find any anomalies with the exception of procedural damage. Electrical testing did not find any indication of conductor fractures or internal shorts.